Event description:
It was reported that an occlusion alarm occurred. The customer's blood glucose level increased to 541 mg/dl. Customer administered a correction injection via multiple daily injections to address the high blood glucose level. Reportedly, the customer changed pump supplies to resolve the issue.